Event description:
The plastic proximal portion of the endotracheal tube that connects to the vent often separates from the actual tube, leaving the patient disconnected from the mechanical ventilator. This has been occurring quite often and it doesn't seem to be related to the type of patient, tube size (has occurred with 7, 7 1/2 and 8 sizes), vent settings nor the length of time on the vent. The staff have taped the pieces together in an effort to mitigate the problem if re-intubation is not an acceptable alternative.